Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. Customer was treated with manual injection. Customer also reported that detected sensor is not properly responding to glucose and stopped displaying glucose readings. Customer declined to troubleshoot for high readings. Customer was advised to change sensor. The product was not returned for analysis and sensor need to be replaced.